Event description:
Inspire device implanted in (B)(6) 2023. In (B)(6) 2024 started to have adverse reactions near where device implanted in chest area. Blister formed, doctor lanced and tested for infection, but none found. Surgeon removed, cleaned, and reinserted device in early (B)(6) 2024. Area swelled/redness and pain so surgeon removed device on (B)(6) 2024. Inspire report indicates inflammation was cause yet despite repeated tests, no infection was present. However, they did determine a damage lead to the grommet with biologic material ingress.